Manufacturer narrative:
Please note: the cypher sirolimus-eluting coronary stent contained in this report with an unk catalog and lot number is considered to be similar to the united states product cypher sirolimus-eluting coronary stent. Any additional info will be submitted within 30 days of receipt.

Event description:
The following report was received from the cypher clinical study: the core lab identified a post implant fractured stent.